Event description:
Brevera biopsy system - failed to aspirate, gather and store tissue sample during an invasive breast biopsy procedure. Patient was reportedly upset about the occurrence. No sample taken and patient rescheduled for future biopsy which she declined/canceled.